Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7086748.

Event description:
It was reported that the patient was not getting adequate coverage of pain areas despite reprogramming. It was noted that the lead had high impedances. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted devices were not returned.